Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the left monitor. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 6800 system had poor images on the left monitor. Images can be transferred to the right monitor. No patient injury reported.